Manufacturer narrative:
The site declined to disclose the patient demographic information; the patient was not involved in the reported event. Suspect part has not been received by the manufacturer for evaluation.

Event description:
A nurse reported that during a system training course, she overheard another nurse state that a surgeon who uses the stealthstation treon treatment guidance system tripped over the cords and broke his arm. The alleged incident occurred before surgery, as the surgeon entered the room. Initial reporter denied the release of patient information, but confirmed the case was cancelled due to the event.